Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit interial line isn't working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected field: e3 additional contact details: phone number:(B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) unit interial line isn't working. A getinge field service engineer (fse) analyze ops verified no art bp error waves will replace info brd and exe, parts on order. Customer demands a loaner, no loaner in depo area available .full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use. No patient involvement.

Event description:
N/a